Event description:
It was reported that the right ventricular (rv) lead impedance had been wildly fluctuating since a device changeout months ago. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: unknown competitor implantable cardioverter defibrillator (ICD), implant date unknown.  (B)(4).